Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to blood glucose level that ranged from 324-325 mg/dl and high ketones. Customer delivered a correction bolus and administered a manual injection prior to being hospitalized. In addition, multiple cartridges and infusion sets were also changed in attempt to resolve bg level. Customer was treated with intravenous saline and insulin while admitted to the hospital, and was released from the hospital on (B)(6) 2022 with no permanent damage. Customer alleged that the pump was not delivering insulin as expected. Tandem technical support performed a pump system check and determined the pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.